Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient had a trochanteric fixation nail (tfn) inserted for a intertroch fracture. The original implant date was not reported. This patient ended up with a non-union. This report is for unknown locking screw for complaint (B)(4).